Event description:
The fse reported that the system locked up. This resulted in a loss of imaging functionality. System functionality was recovered with a reboot. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The p4 connector on power signal interface was evaluated and reseated. The system was tested and found to be working as intended and returned to service.